Manufacturer narrative:
(B)(4): cartridge pan. Evaluation summary: the analysis showed that the tsw35 device was received in good visual condition and two reloads present. The reloads were received unfired; however, a reload pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality with the returned reloads b and c. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodged from the reload, it should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition a sample of the batch is inspected by (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a lap appendectomy procedure, the surgeon fired the device with a white cartridge across the appendix; he then tried to load the blue reload for the second firing. The reload would not load into the device. After trying a second white cartridge it still would not load into the device. When they visually observed the white cartridge the bottom of the reload metal casing had come off of the reload and was in the device. They used a new like device and it completed the procedure. There was no patient consequence reported.